Event description:
The customer reported that after the pad was used for an rf ablation procedure, a slight burn was found on the pt. When the release liner was peeled off the pad before surgery, the gel partly came off, but the pad was used for the pt. The degree of burn was mild. The type of treatment provided for the burn is unk.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.